Manufacturer narrative:
A medela representative offered to send out different sized breastshields, but the customer refused. A spare parts kit was sent to the customer. The pump was returned for evaluation/investigation. The vacuum levels and cycles per minute were tested; all performed to specification. No definitive conclusion can be made as to the cause of the event. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
Customer purchased the pump in (B)(6) 2009. Customer reported the pump was causing pain and that their doctor advised discontinuing use.